Manufacturer narrative:
Title: radiofrequency ablation of breast cancer: a retrospective study source: clinical breast cancer, vol. 18, no. 4, e495-500 ; epub: sep 25, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the feasibility, safety, and outcomes of rfa without surgery for the treatment of early stage breast cancer between july 2003 and june 2009. There were 386 patients included in the study from 10 institutions. The cooltip radiofrequency system, leveen needle electrode system, and the rita system were used for rfa treatment of breast cancer. Of the 386 patients, 356 (92%) received rfa treatment using the cool-tip system. The following adverse events were reported: local pain in 9 patients (2.3%), skin burns in 15 patients (3.9%), and nipple retraction in 7 patients (1.8%). Radiofrequency ablation of breast cancer: a retrospective study: toshikazu ito, 2017, clinical breast cancer.